Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the harvester noticed that the vh-1114 (vh-3000) dissection tip was broken. The harvester noticed it broke once shee took out the device from the leg when she was done with the dissection process. After further testing of the patient, the hospital determined that the tip is not in the patient's leg. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).